Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction 550cc mentor cpx 4 breast tissue expander and experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
The device history record (DHR) for the lot number 7333104 was reviewed on 5/18/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/22/2018. Device evaluation summary: it was reported that a female patient underwent primary breast reconstruction 550cc mentor cpx 4 breast tissue expander and experienced left sided deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. During examination, the product evaluation team observed a rent on patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. The product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary was erroneously submitted without analysis codes on 6/25/2018. Manufacturer¿s reference number: (B)(4).